Event description:
It was reported that leakage from the catheter was found outside of the body six days after placement. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received with an inlaid stylet. A needleless injection cap was attached to the stylet flushing connector. A kink was observed in the stylet just distal of the flushing connector cannula. Microscopic inspection of the sample revealed mechanical damage and a small split in the region of catheter tubing overlaying the flushing connector cannula. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a leak was observed emanating from the site of the aforementioned split. The stylet kink and catheter split characteristics were consistent with damage caused by manipulation of the catheter on the stylet flushing connector cannula. The usage residues, attached needleless injection cap and event description indicated that the catheter was placed and used without removal of the stylet and attachment of the appropriate connector. The product IFU provides instructions for proper placement and catheter/connector assembly. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage from the catheter was found outside of the body six days after placement. There was no reported patient injury.